Event description:
Procedure type: lapg. Pt gender: unk. According to the reporter: the device was inserted orally and insertion difficulty was felt. After esophagus was resected, the surgeon tried to pull the tube, but the tube disengaged from the anvil shaft. The anvil was removed safely, but the surgery was converted to open. No bleeding and no tissue damage was reported. No pt info is available.